Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been used. Bio debris is present. Fluid is in the fluid lines. Product was out of the original packaging. No packaging returned. The black bushing had a gap and is loose which allows the tip assembly to move. A functional evaluation showed the opened device was tested and plugged into the controller and registered settings (4,2). The wand produced plasma as expected. No overheating was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a frenectomy procedure, the ablation temperature of the coblation reflex ultra was very high. There was a change in the surgical technique and there was a delay less than 30 minutes. The patient complaint of pain due to burning as soon as the surgeon started using the wand for less than 10 minutes of use on setting 4:2. No further complications were reported.